Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) lost connection to the ilet pump while remaining connected to the user¿s dexcom mobile app, consistent with intermittent communication failure involving the antenna/electrical-magnetic communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose management was not affected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 characterized by communication failure localized to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.